Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states it has been having battery malfunctions and also states she put in a new battery and pump sometimes shuts off , states she put a battery in yesterday and this morning she had 0 bars for battery and low battery took battery out and put same battery back in and showed full bars . The customer declined for troubleshooting for blank display. The insulin pump will not be returned for analysis.